Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 56 mg/dl. Reportedly, the customer wore the pump against the skin. A system check was performed and the occlusion was found to be within the cartridge. Customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. A new cartridge was loaded to address the event and insulin delivery was resumed.